Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon ruptured during use.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. " h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon ruptured during use.

Event description:
It was reported that the foley catheter balloon ruptured during use.

Manufacturer narrative:
The reported event was confirmed and cause unknown. The product had caused the reported failure. Visual inspection noted sac burst along lumen without missing pieces. A potential root cause for this failure could be contribute to sac tearing might be due to thin sac/ply sac and also might be contributed by user related ( example: rough handling or exposed to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.